Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2019. The cause of death was congestive heart failure. The caller stated that the customer had breathing problems and lung cancer that may have led to the customer's passing. The customer¿s blood glucose was approximately 434 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected when the customer got admitted shortly before passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.